Manufacturer narrative:
H3, h6: the investigation is ongoing. The root cause has not been identified. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of a potential patient injury involving the magnetom aera. Per the received information from the customer, the patient reported burns on their thighs during the examination. Siemens healthineers is unaware of any serious injury to the patient but has requested additional information regarding the event and the extent of the patient¿s injuries. The additional information is pending receipt as of the date of this report.

Manufacturer narrative:
H3, h6: siemens healthineers (siemens) completed the investigation of the reported problem. There was no serious injury associated with this issue. It was stated that a patient obtained a burn on the inner thighs during an mr examination of the pelvis. During the examination the patient pressed the squeeze ball and reported a burning sensation on the inner thighs. Based on additional information provided to siemens, the tech subsequently separated the legs of the patient further apart. The examination was continued and the patient experienced no further heating. After the examination, an oval-shaped skin redness was observed on both inner thighs. The next day, the skin redness was not visible anymore. Siemens experts analyzed the images generated during the patient¿s examination. No anomalies are visible in the mr images of the examination from a technical point of view, except for metal artifacts due to the bilateral hip replacement of the patient. The complete examination of the patient¿s pelvis lasted 26.3 min with an active scanning time of 18.1 min. No abnormality was found, which would indicate a system malfunction. The complete measurement was performed in the normal operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 97.2 % of the normal mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 29.6 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). The system and used rf coils were checked by a siemens service engineer and found to be in specification. In summary, no hardware or software problem was found which would explain the patients¿ skin redness. The root cause is most likely direct skin-to-skin contact between the patients¿ thighs, which can be seen in the mr images of the examination. The formation of rf current loops based on skin-skin contact might lead to more injuries and should be avoided by using distance cushions. This effect and the preventive measures are described in the magnetom family operator manual ¿ mr system and coils syngo mr xa60 (print no. Mr-02601g.621.15.02.02, pages 26-28). Siemens instructed the customer to always follow the instructions given in the operator manual, regarding correct patient positioning to avoid such incidents in the future. Always position the patient so that the patient¿s arms are aligned with the torso and ensure that hands, arms, and legs do not touch (minimum distance: 5 mm). Ensure that the minimum distance of 5 mm is maintained between patient and tunnel covering. To ensure distance, use positioning aids, e.g., blankets made of linen, cotton, or paper, or dry material that is permeable to air. This complaint has been closed. H11 corrected data: h1: event did not r.